Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead the helix became bent when screwed into the myocardium. It was noted the lead had been repositioned several times due to poor thresholds and the helix became stretched. A second pacing lead was attempted and the same issue reoccurred, unfavourable thresholds were noted. When the lead was removed tissue was removed from the helix and it was noted the helix was bent. The leads were implanted out of service and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing leads exhibited high thresholds.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that on the day of the procedure that the both leads were explanted before the pocket was closed.